Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed based on the information received. Root cause is unknown. Corrective actions cannot be established at this time. It is necessary to receive the physical sample to perform a proper and thorough investigation to confirm the alleged defect, determine a root cause and establish any necessary corrective actions. Device has been requested. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint received via med watch (140289000-2018-8001) customer complaint alleges "the adaptor keeps coming loose from the tube. As a result, the patient required an et tube replacement. This occured on one of our vented patients." There was no report of patient injury or complication.